Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet.received logs confirmed cfb error since the vent was running 6.0.21. Main board replacement was recommended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us had blue screen error upon start up. Furthermore, there was no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. Exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. No functional or performance issues were found in fa lab investigation as well even though logs shows the failure and customer captured and share "blue screen" while they experienced this issue.